Event description:
It was reported that an ilet user received an urgent low glucose alarm and had recently eaten a bowl of cereal but also entered a meal announcement, after which they reported no hypoglycemia symptoms and were advised to verify blood glucose with a fingerstick and to avoid meal announcements during a low, with education provided on best practices for treating lows. Symptoms included an urgent low glucose alert without reported clinical hypoglycemia symptoms. Outcomes included no reported injury and no hospitalization. Investigation included user interview and troubleshooting with education regarding appropriate use during low glucose events. Investigation of this case revealed that the device functioned as designed and that the event was consistent with user-related operational error due to an accidental meal announcement during a suspected low, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device during low glucose conditions.